Event description:
It was reported that the patient experienced a shocking and jolting sensation that began on (B)(6) 2012. The patient was also experiencing acute pain due to this event. It was noted that the patient felt these symptoms in their left leg. The patient stated that "she had not had any falls or trauma that contributed to this event." It was further noted that the shocking sensation occurred every day, but not all the time. The patient noted that this sensation occurred randomly. The patient stated that "she tried turning the stimulation down, but that did not stop the shocking." It was noted that the shocking stopped when the patient turned the stimulation off, but the pain in her lower back and left leg returned. The patient noted that she "did have shocking about 2 years ago as well." The patient stated that she "had 7 electrodes and the health care professional had to shut down 2 of them because it was shocking her all the time." Additional information received reported that the cause of the event was unknown. Impedance measurements were performed and revealed values greater than 3,600 ohms on electrodes 3, 6, and 7. It was noted that the patient was reprogrammed on (B)(6) 2012 and patient's shocking sensation stopped. No patient injury was reported. The patient was not hospitalized due to this event.

Manufacturer narrative:
Product ID 377775, lot # v001275, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer; patient product ID 355029, lot # n0028596, implanted: (B)(6) 2006, product type accessory. (B)(4).